Event description:
Incorrect label: another co's warehouse employee found one boxed device with incorrect 2120f product label, however pouch and barcode labels correctly read 2220j. Note femoral(f) approach would allow a jugular (j) intended device to be implanted upside down. Other co is currently checking inventory.